Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed dat test at 0.08710 inches. No over delivery anomalies noted. Pump communicated properly with test guardian link transmitter. Device received with the sg and bg in acceptable range.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose and the insulin pump alleging possible pump over delivery. The customer blood glucose level was 47 mg/dl at the time of incident and the current blood glucose of the customer was 84 mg/dl. Customer report other blood glucose value was 87 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer reported that they used auto mode feature at the time of low blood glucose level. Customer did not provide any symptoms regarding to low blood glucose episode. The customer was treated with glucose tablets. The customer was assisted with troubleshooting and declined for low blood glucose. The insulin pump will be returned for analysis.